Manufacturer narrative:
Results: the returned device had a kink approximately 43.0 cm from the hub and ovalizations approximately 130.0 cm and 133.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed a kinked device. The reported complaint mentioned that the cat6 was found kinked during preparation for the procedure prior to use in the patient. If the cat6 is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as a kink may occur. Further evaluation revealed ovalizations on the device. Based on the return condition and the reported complaint, this damage is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using an indigo system aspiration catheter 6 (cat6), the hospital staff found that the cat6 was kinked, as it would not advance any further over a guidewire prior to insertion into the patient. Therefore, the cat6 was removed and not used in the procedure. The procedure was completed using another cat6.